Event description:
A surgeon reported a patient developed endophthalmitiis following implantation of an intraocular lens (iol). There was a fibrin coating visible on both sides of the iol. The iol was implanted in 2001. Two weeks later the patient had eye pain and count fingers (cf) vision. The patient was treated with ophtotate, amakine and vancomycin. One week later, the patient had a vitreous tap which showed inflammatory cells only. Five weeks later, the patient's vision remained cf. The surgeon is planning to do a vitrectomy. The association between this event and the intraocular lens is not known.